Event description:
It was reported that approximately 5 days following the implant of a transcatheter aortic valve, the patient repeatedly lost consciousness and developed convulsions at their home and was subsequently hospitalized. The patient was diagnosed with a paroxysmal atriov entricular block, and a permanent pacemaker was subsequently implanted approximately 2 days later. The patient's condition progressed post-operatively, and was subsequently discharged approximately 9 days following the initial hospitalization.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.